Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has painful knee with limited motion. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. On (B)(6) 2014, the patient underwent a right knee manipulation under anesthesia due to pain, discomfort, stiffness, swelling, and arthrofibrosis. No products were revised during the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to stiffness and tibial tray loosening at the cement to implant interface. The patella was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2014; doe: (B)(6) 2014. Dor: 8/28/2018 right knee